Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was removed because it exhibited an intermittent loss of capture after the patient underwent an ablation procedure.